Manufacturer narrative:
Complete event site name: (B)(4). Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that insertion of an intra-aortic balloon (iab) became difficult due to poor encapsulation. A new iab was inserted successfully and therapy was continued. There was no reported injury to the patient.